Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation; 2 events were confirmed during testing. 2 devices were found to be affected by missing paint chips. 1 device evaluation is in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 1 previously reported event is included in this follow-up record.   Product return status: 1 device was received for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by missing paint chips. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.